Event description:
A report was received that the patient underwent an explant procedure due to ineffective therapy.

Manufacturer narrative:
The device passed the functional test and revealed no anomalies.

Manufacturer narrative:
Device has not been received from facility.

Event description:
A report was received that the patient underwent an explant procedure due to ineffective therapy.